Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 25 mg/ml for a total dose of minimum rate via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported a motor stall occurred. It was noted that the pump did not restart. Factors that may have led or contributed to the event was noted as not applicable. Actions/interventions included surgical intervention where the pump was replaced on (B)(6) 2018 and will be returned to the manufacturer. It was noted that the issue was resolved at time of report and the patient's status is alive-no injury. The patient's weight was (B)(6). Medical history included post laminectomy syndrome. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). If information is provided in the future, a supplemental report will be issued.